Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was functioning; however, there was no display on the touchscreen. Customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to using insulin pens for insulin therapy.